Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a hip revision approximately five years post implantation due to a dislocation. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00691. G2: australia h10: cat #: 00877503203 / bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 / lot #: 63679270 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.